Event description:
During a follow-up call the customer stated that they had stopped using the sensor because the sensor have failed while they were being used; sensor error kept reoccurring and the sensors were not record the blood glucose anymore. The customer stated that the last issue occurred a couple of weeks prior to the call. At some point the sensor was pulled out and it looked bent, but the sending was not a consistent issue. The customer also stated that at one point their blood glucose was 500 mg/dl and the sensor glucose value was 56 mg/dl. The customer was uncertain why their blood glucose was so high. Also, the needle hub had been stuck inside the serter and the customer was unaware of the issue, so they wasted four sensors due to the issue. The customer was advised by their doctor's office to change the insertion location, but the errors were persistent, even with proper insertion. At the time of the phone call, the customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Please, see medwatch report 2032227-2014-35966. (B)(4).